Event description:
During an emergency gastroscopy procedure, the endoscopic gold probe broke off from the catheter & was left in the pt. The physician was able to visualize the probe but was able to retrieve it.